Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Expiratory channel printed circuit board, control printed circuit board, monitoring printed circuit board and pressure transducer printed circuit board were cleaned and adjusted to resolve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Disable valves error shall be triggered when valves disabled signal has stopped power supply to gas modules and safety valve. This can happen if the breathing subsystem is not working properly or deliberately has shut down the ventilation due to internal problems. Device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory channel printed circuit board, control printed circuit board, monitoring printed circuit board and pressure transducer printed circuit board.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4)